Event description:
It was reported that carelink transmission shows episodes with egm displaying oversensing and inhibition due to noise, and it was questioned if it was caused by a possible fracture or electromagnetic interference (emi). There were also a few non-sustained tachycardia (nst) episodes noted which looked the same. Doctor changed the sensitivity of the device in right ventricle and there have been no more episodes since. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.